Event description:
It was reported that (1) mcm30 was used during a total abdominal hysterectomy procedure. It was reported by the rep that the surgeon applied clip in abdomen. When succeeding clip reloaded, it shot out into abdominal cavity. Several clips were fired and the next clip would shoot out. It is unknown how the case was completed. There was no consequence to pt.